Manufacturer narrative:
This report is being updated to report additional/corrected information provided by the customer.

Event description:
Update: additional information provided by the customer: the physician confirmed there was no injury to the patient. The patient's current condition is thought to be good. The facility reported this as a sentinel event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for evaluation where service found the device had non-olympus cover, rubber, glue and insertion tube. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the suggested event occurred in the following mechanism or occurred by influence of third-party components which were assembled into the subject device: I) the device was left for longer than usual with the light on before the start of the procedure. This made the temperature of the distal end high. Ii) the device with the heated distal end was inserted into the patient nose. Iii) the patient complained pain caused by the heat since the device touched the inner surface of the patient nose. A definitive root cause cannot be identified. It is likely that the user deviated from the instructions for use (IFU) in handling since IFU (operation manual) specifies as below: ¿important information : please read before use: prohibition of improper repair and modification: this instrument does not contain any user-serviceable parts. Do not disassemble, modify, or attempt to repair it; patient or operator injury and/or equipment damage may result. Equipment that has been disassembled, repaired, altered, changed, or modified by persons other than olympus¿ own authorized service personnel is excluded from olympus¿ limited warranty and is not warranted by olympus in any manner.¿ the suggested event is thought to be preventable for the following statement in IFU (operation manual): ¿4.1 warnings and cautions: operation: the temperature of the distal end of the endoscope may exceed 41 (106) and reach 50 (122) due to intense endoscopic illumination. Surface temperatures over 41 (106) may cause mucosal burns. Always maintain a suitable distance necessary for adequate viewing while using the minimum level of illumination for the minimum amount of time. Do not use close stationary viewing or leave the distal end of the endoscope close to the mucous membrane for a long time without necessity. Whenever possible, do not leave the endoscope illuminated before and/or after an examination. Continued illumination will cause the distal end of the endoscope to become hot and could cause operator and/or patient burns.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation (although it is anticipated to be). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an unspecified procedure using an evis exera iii bronchovideoscope, as the scope was being introduced into the patient¿s nose, the patient said ouch. The scope was withdrawn from the patient. Smoke was seen emitting from the distal end, with charred pieces noted on the distal end of the scope. A different scope was used to complete the procedure with no further issue. There was no cautery or laser system in use during the procedure. There was no injury to the patient reported. The scope was sent to the customer¿s in-house repair facility for evaluation and repair, and no issues were found. Additional details regarding the patient and reported event have been requested. At this time, no further information has been provided.